Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as the sample was reported to be unavailable. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or nonconformities were observed.

Event description:
It was reported that during the treatment of an avm, the coil was advanced within the catheter and could not be pushed further distally. Upon retraction, the coil stretched and prematurely detached. The coil was removed successfully using an intravascular snare. No harm was reported. Patient information: patient weight is not available.